Event description:
Asr revision; asr hip resurfacing system - left hip. Reason(s) for revision: component malalignment.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Asr hip resurfacing system - left hip. Reason(s) for revision: component malalignment. Update received: 9th april 2014 - added hospital: (B)(6) and filled mapped to mw fields.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. **revision has yet to occur** depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr hip resurfacing system - left hip. Reason(s) for revision: component malalignment. Update received: 9th april 2014 - added hospital: (B)(6) and filled mapped to mw fields. Update 8 apr 2015: patient confirmed as bi-lateral, products originally provided were for the right hip so com has been changed to right side which has been confirmed as not revised by file handler. Complaint category - product related/resulting patient harm have been changed to not revised/no harm information provided respectively. Expiry dates entered for both products. New com has been created for left hip with the correct products/lot numbers, implant date and revision date. Please see (B)(4) for left hip.